Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders were not crossing over to specific pyxis station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over the station. A technical support specialist stated that cce(carefusion coordination engine) service was stopped due to memory issue and then restarted the service after a memory issue, and confirmed all patients and orders were crossing and customer verified. The system functioned as intended after the technical support specialist troubleshot the device.